Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. The biopsied lesion was located in the right middle lobe. The tools the physician used had reportedly popped the pleura, resulting in the patient experiencing a pneumothorax. The complication was attributed to the location of the nodule which was on one of the major fissures within the lung. The procedure was completed with no complications and/or delays. A spin cone beam CT was performed intra-procedurally and following the procedure, with the pneumothorax subsequently confirmed by chest x-ray; therefore, a 14 french chest tube was inserted. The patient was diagnosed with a carcinoid and has already had surgery for the carcinoid. The patient required a 3-day hospitalization, recovered, and was discharged in good condition. Per the physician, there was no malfunction of the ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. See attached email and logs.